Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues with the infusion sets or sites. The customer's blood glucose level was 457 mg/dl. The customer treated his blood glucose level with manual injections. The infusion set had one large air bubble. The device was not returned.